Event description:
The reporter stated, the surgeon inserted a cc4204bf collamer single piece lens and noted that the capsule was torn. The lens was removed with no incision enlargement and a vitrectomy was performed. An anterior chamber lens was implanted and sutures were required to close the incision. The reporter stated, this facility uses a competitor's phacoemulsification system.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product found one haptic torn. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaints were found. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.